Manufacturer narrative:
Further information surrounding the event has been requested. The involved guide wire and the removed parts of the wire were discarded by the user. Investigation is ongoing at the moment. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
Pico catheter was attempted to be introduced into the patient. While retracting the guide wire the wire split in two pieces, so that part of the wire stayed inside of the patient and it could not be retracted. After CT scan it was concluded that the wire is located outside of the blood vessel in the hypodermis. Patient skin was then prepared and remaining part of the wire was removed from the patient body. There were no further consequences for the patient after removal of the remaining part of the wire. (B)(4).

Manufacturer narrative:
The involved catheter is not available for investigation as it was discarded by the hospital. Therefore no product investigation could be performed. During investigation of a retain sample of the same batch no deviations from the specification potentially causing the reported issue could be detected. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. Received information from the customer revealed that the guide wire was tried to be retracted when the needle was in place. Withdrawing a guide wire against the cannula indicates a handling error by the user not following the IFU as the IFU indicates: ¿do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.¿ (B)(4).

Event description:
(B)(4).